Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed t wave oversensing on implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further investigation will not be required as the device has not been returned.